Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was not displayed. The most probable cause of the complaint is cause linked to device but unable to trace more specifically (no picture) and cause not established (the video cable was broken). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had no picture when plugged during set up / inspection for use. There were no reports of patient harm.